Event description:
On (B)(4) 2011, additional information was received when the physician reported that the high impedance was first discovered on (B)(4) 2011. The physician stated that x-rays were taken but they were apparently not sent to the manufacturer for review. The physician reported that it is unknown if any patient manipulation or trauma occurred that is believed to have caused or contributed to the high impedance. The increase in seizures was first noticed in (B)(6) 2011 and then in (B)(6) 2011, onwards the patient had even more seizures. The physician reported that the increased seizures are possibly due to loss of function of vns with the high impedance. The physician doesn't know what the relationship of the increase in seizures is to pre-vns baseline levels. The patient was referred for surgery. Although surgery is likely, it has not yet occurred.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death.

Manufacturer narrative:
Type of report, corrected data: on initial report, inadvertently did not check "30-day".

Event description:
Additional information was received on (B)(6) 2012, when it was discovered that the patient underwent a full revision surgery on (B)(6) 2011. The leads were replaced due to a "lead discontinuity" and the generator was replaced for prophylactic reasons. Attempts were made for the return of the explanted products for product analysis but they were not returned to the manufacturer to date.

Event description:
On (B)(6) 2011, a vns treating physician reported that the vns patient had high impedance. The patient was referred for x-rays and a potential lead revision. Clinic notes dated (B)(6) 2011 from the physician were received (B)(6) 2011. The clinic notes revealed that the patient was hospitalized on the (B)(6) 2011 for multiple seizures. The physician reduced the patient's output current to 1.75ma and the magnet to 2.0ma. The magnet pulse width was increased to 500usec and the signal off time changed to 3min. Additional information has been requested from the physician regarding the high impedance and increased seizures, but no further information has been received to date.